Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep checked the dicom box and reseated the display adapter as well as reloaded the configuration files. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not display an image on the left monitor during fluoroscopic x-ray. No pt injury was reported.